Event description:
It was reported to nova medical that a consumer experienced a hypoglycemic event while undergoing a nuclear stress test at a medical facility. It was unk whether the consumer may have been fasting for the medical test. The meter and test strips in question will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.